Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2011-03277. The pt received an scs system on (B)(4) 2011. It was reported that when the pt has her stimulation for 30 minutes, she will feel a burning sensation in her back where the lead was placed. Adjustments were done to her programming and the doctor instructed her to try the new settings for a couple of weeks. No further info is available at this time.